Event description:
It was reported that noise and oversensing were noted on egms. An increase in capture was also noted. Chest x-ray was performed and insulation breach was observed. Lead replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.